Manufacturer narrative:
On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary : during evaluation of the sample, a crease was observed on the anterior view. Leak testing was performed and it revealed a tear within the crease measuring approximately less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 450cc mentor smooth round moderate plus profile, (catalog #: 3502450, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic / latino female patient underwent a primary breast augmentation with a 450cc mentor smooth round moderate plus profile (left) and a 500cc mentor smooth round moderate plus profile (right), and experienced postoperative right-sided deflation. The patient noticed the deflation and consulted with a physician. As a result, the patient underwent bilateral removal and replacement with a 450cc mentor smooth round moderate plus profile (left, catalog #: 3502450, serial #: (B)(4)) and a 500cc mentor smooth round moderate plus profile (right, catalog #: 3502500, serial #: (B)(4))on (B)(6) 2019.